Manufacturer narrative:
Received one (1) used. List #mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. As received, there are some residuals in the male luer confirming a possible leak. No visual damages or anomalies were observed. The reported complaint of a leak can be confirmed from the returned sample. The female and male luer were found to be iso compliant and no leaks were observed during testing. Without the return of the mating device, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported that IV was placed, j-loop attached, blood started dripping/pooling out of attachable screwed end. The status of the product at the time of the event was use on patient during blood draw. No adverse event reported.